Event description:
Info was reported by the user facility: (B)(6) 2015: during a thoracotomy procedure the applicator of the progel, "did not function properly". Contact was unable to provide additional clarification, but did confirm that the procedure was completed, and there was no harm to the pt or staff reported. The sample was returned to davol for evaluation. When received it was found that one of the glass vials was physically fractured. All of the broken pieces were accounted for and nothing missing.

Manufacturer narrative:
The subject product was returned for evaluation and visually inspection. The peg cartridge was received physically fractured, and the albumin vial was noted to have a hair-line crack. The glass pieces were all accounted for, with no pieces missing there was material deformation observed on the middle section of the push rod, with some material being bent backward. Evaluation indicates that unintended force was applied to the components by the user during preparation or in use. There have been no other complaints reported in which the peg cartridge has physically fractured in this manner reported to date. Review of the device history records (DHR) for this lot found no discrepancies during the processing of this manufacturing lot. We have concluded that the malfunction of the device was most likely due to the application of external force on the device and does not appear to be due to any problem related to the manufacture of the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt details to bard.